Event description:
Information received by medtronic indicated that the device had battery anomaly. The customer stated that the battery dead too early and issue had not resolved after troubleshooting. No further information was provided. The device will not be returned for the analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.